Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 23 mg/dl. The customer stated that her blood glucose levels went low because she gave herself a manual injection. Nothing further was reported.